Event description:
On (B)(6) 2010, the lay-user/patient contacted lifescan (lfs) alleging that the onetouch ultra meter is giving inaccurate high reading of "284 mg/dl" compared to "138 mg/dl" obtained on the hospital meter. The patient called back on (B)(6) 2010 to clarify information obtained during the initial phone call. His diabetes is managed with self adjusting insulin per the lfs meter readings. The patient indicated that he was feeling sick on (B)(6) 2010 and had obtained inaccurately high readings on the subject meter prior to his hospitalization. There were no reported numeric results from the subject meter that day as the patient could not recall the values. Allegedly, he took insulin based on the sliding scale per the lfs meter readings. Since the patient was not feeling well after his insulin intake, his girlfriend persuaded him to go for a doctor's office visit. During his office visit, the patient tested at "70 mg/dl" on the subject meter while obtaining a blood glucose reading of "38 mg/dl" on the doctor's meter. The patient reportedly passed out at the doctor's office and was transported via wheelchair to the emergency room across the street. The patient reportedly received medical intervention with a shot of glucagon and IV glucose. He was admitted to the hospital for 1 week. According to the troubleshooting performed with customer service, the two meter to other meter comparisons were performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly passed out and received medical intervention accordingly after he took insulin per the lfs meter readings.

Event description:
Customer alleged that while working around the unit, she is seeing a haze around the machine. The odor is giving her a headache, and causing sinus blockage.

Manufacturer narrative:
Sinus blockage. - oil mist - capital equipment, unit evaluated at the facility. Fse reported the customer stated that there was no oil mist present. Due to the letter asp sent to her about the oil fill plugs, she wanted this upgraded asap. Upgraded the nx to current configuration per specs. Ran empty test cycle.